Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: asked but not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to an unknown reason. The suspect iol was replaced with a non-johnson and johnson iol. The product is available to retune. No other information was provided.